Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated and confirmed with photographic evidence, the paint was chipping and corrosion has built up on spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to paint peeling and rust occurrence. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered by getinge technician during preventive maintenance. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of rust and paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury due to paint peeling and there were no events which led to the serious injury due to rust. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for paint chipping is moderate and for rust is moderate, too. As stated by the subject matter expert, peeling paint and rust formation were probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance protocol to lubricate some parts of device. The instruction for use mentions not to use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. (IFU 01581 en 09, pages 17,20,35-37; technical manual 01582en08, pages 16, 254). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated and confirmed with photographic evidence, the paint was chipping and corrosion has built up on spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.